Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. Analysis of the returned lead model 977a260, serial # (B)(4) showed conductors #0, 3, 4, 6 were broken 19.5 cm from the distal end at or near the anchor site. The outer insulation was intact. The continuity was acceptable and no shorts were seen between circuits.

Event description:
Information received from the patient via the manufacturer¿s representative reported that there was a fracture of the lead component of their implantable neurostimulator (ins) following a fall. The patient experienced a shocking sensation at the implant site. Diagnostics and troubleshooting included impedance testing and turning off the lead. Reprogramming was attempted as a step to resolve the issue. A surgical revision was performed and the lead was replaced. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.